Manufacturer narrative:
Updated sections: b5, d4 expiration date, h4, h6 type of investigation and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The root cause of this event was most likely due to patient factors.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 4 months 20 days underwent a valve-in-valve procedure due to severe stenosis and regurgitation. Patient was noted to be hospitalized approximately 2 months post-avr and was treated for acute systolic heart failure. The procedure was performed with a 20mm 9750tfx aortic transcatheter valve. The patient tolerated the procedure well without complications. Patient was discharged on pod #1.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. The subject device is not available for evaluation, as it remains implanted in the patient. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 4 months 20 days underwent a valve-in-valve procedure due to severe stenosis and regurgitation. Patient presented with acute chronic systolic heart failure. The procedure was performed with a 20mm 9750tfx aortic transcatheter valve. The patient tolerated the procedure well without complications. Patient was discharged on pod #1.